Manufacturer narrative:
The customer was sent a replacement power supply. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the transformer of her pump in style advanced breast pump had exposed wires and sparked, which is a safety risk. The transformer was received on 06/30/2016 and evaluated by quality engineering on 07/05/2016 at which time they had found exposed wires on the cord and that sparking from exposed wires was plausible.